Manufacturer narrative:
The investigation for the automated impella controller (aic) battery failure - red alarm has been completed. Console logs were were reviewed and were consistent with what was reported in the complaint. Multiple instances of battery failure (transport connection blown/missing) alarms were observed in the logs. The console was returned for evaluation and the reported battery failure was able to be reproduced. Batttest results revealed that the cells in both batteries had voltages of below 2400 mv. The battery failure alarm resolved after testing this console with two known good batteries. The root cause of the battery failure was depleted batteries resulting in battery lockout.

Event description:
The biomedical engineer reported that a console had a battery failure error during setup. There was no patient involvement.